Event description:
User reports that unable to ventilate pt immediately allegedly due to secondary to loose connector that kept falling off the endotracheal tube causing slight delay to ventilation. No adverse final outcome reported.